Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump during basal delivery and stated that it was counting down. The blood glucose reading was 230 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was not able to complete the rewind sequence and that the display went blank. Nothing further was reported.